Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 28-45 (mg/dl). To treat the low bg level, the customer consumed glucagon and juice. Recommendation was made to consult with health care provider regarding diabetes management. Although requested, the customer declined to upload the pump data for tandem technical support to perform review of the pump data logs.

Manufacturer narrative:
Per tandem's t:slim g4 user guide: insulin on board (iob) is always displayed on the home screen and is used in bolus delivery calculations when applicable. When a bg is entered during bolus programming, your t:slim g4 pump will consider any active iob and calculate an adjusted bolus if necessary.

Event description:
The contact reported that the customer had entered a carbohydrate value without adding the blood glucose (bg) value when imputing values in the bolus menu. As a result, the insulin on board (iob) was not being considered in the calculation of a carbohydrate bolus and caused the customer's low bg. Tandem technical support educated the contact on the iob function.